Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for spinal pain. The date of the event was (B)(6) 2015. It was reported the patient needed a refill and "it didn't get refilled on time." The patient experienced withdrawal and was hospitalized. Specific patient symptoms, cause of the event, interventions, and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.